Manufacturer narrative:
OEM manufacturer: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd microtainer® contact-activated lancet had no label or missing label information (all tube types). The following information was provided by the initial reporter and translated from (B)(6) to english: "the customer received boxes of "microtainer" but the labeling "lpp" is missing.¿